Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain. Notes from the distributor: patella resurfacing which they will probably go stryker on liner will most likely be traded out.